Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation after bending over to pick something where he felt a "pop". The pt also had a problem with the external recharger unit which was not charging the device. The charger unit was replaced. Additional information was requested.

Manufacturer narrative:
(B) (4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation - reactivity originating from the htlv-I viral lysate thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since (B)(4) 2008. Four risk evaluations were performed during the course of the investigation. There was no impact to product functionality or product performance. The package insert only contains the combined reactive rate performance data for the design validation lots, and did not reflect the performance of the 3 individual design validation lots. Although there was a correlation for repeat reactive rate with s/co of the donor population and positive calibrator counts; adjusting the assay cutoff value by selection of the positive calibrator dilution factor (df) did not significantly influence the reactive rate. The htlv-I components of the assay, which includes the htlv-I microparticle concentrate, htlv-I probe concentrate, and glycoprobe concentrate, were associated with the nonspecific reactivity for non-confirming reactive samples obtained from customers. However, no correlation between reactive rates and final concentration of these components in the reagent kit was identified. The common reagent of the htlv-I components is the htlv-I lysate. A change point related to a best practices improvement to the htlv-I lysate manufacturing correlated with reactive rate. However, non-confirming reactive samples exhibited an interaction with htlv-I assay components regardless of reagent lot. Some non-confirming reactive sample reactivity was reduced by pretreatment with heterophile blocking reagents and cysteine reductant, suggesting that the reactivity was a result of a sample-specific antibody interaction with components of the assay reagents. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Event description:
The account stated they are seeing an increase in reactive rates for prism htlv-I/htlv-ii where most of the samples do not confirm. The account stated the repeat reactive prism htlv-I/htlv-ii samples are tested with innolia htlv-I/ii score immunoblot for confirmation. The account uses serum samples for testing. No specific testing values or patient information was provided. No impact to patient management was reported.